Event description:
Medtronic received a report that when the axium coil was placed in the intended position within the patient's body, the coil had premature dislodgement. There was no additional surgical or medical treatment performed. There was no deformation or damage in the delivery pusher. There was no resistance during delivery, the coil was not repositioned, and no dislodgement was attempted. The delivery pusher did not rotate inside the patient's body. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the axium coil was placed in the intended position within the patient's body, the coil had premature dislodgement. There was no additional surgical or medical treatment performed. There was no deformation or damage in the delivery pusher. There was no resistance during delivery, the coil was not repositioned, and no dislodgement was attempted. The delivery pusher did not rotate inside the patient's body. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported the coil detached while it was being filled in the aneurysm. No attempt had been made to detach the coil; it detached on its own. The patient was undergoing coil embolization treatment of an anterior communicating artery (acom) 3mm ruptured aneurysm. Patient's vessel tortuosity was moderate. There were no patient symptoms or complications associated with this event and the patient condition is good. The coil remains in the patient's body and was implanted at the intended location within the aneurysm. No additional medical or surgical intervention was required.